Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flexible tubing of a vented paclitaxel set disconnected from the drip chamber which resulted in a leak of solution. This event occurred during the setup process prior to patient use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.